Event description:
It was reported that upon delivery to hosp, it was discovered that interior package containing transducer was unsealed.

Manufacturer narrative:
Device has not been returned for evaluation.